Manufacturer narrative:
(B)(4)

Event description:
It was reported that a revision surgery was performed due to a failed right total hip arthroplasty with failed modular neck-body junction with corrosion. The patient underwent cocr testing which showed her cobalt, esr, and crp levels were elevated.

Manufacturer narrative:
(B)(4). The associated complaint devices were not returned for evaluation.